Manufacturer narrative:
The devices were returned to innsbruck where they will be evaluated. When available, a device failure analysis will be submitted as a follow-up report. Potential for serious injury, even though not present at this instance.

Event description:
It was reported that three rechargeable batteries, which would be used in the speech processors serial numbers (0707j174, 0707j175, 0707j176) got inflated and the electrolyte leaked. No pt was involved, they were loaner batteries not in use for a long time.